Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Continuation of medical devices. Model: 5076-52, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
Dexcom was made aware on (B)(4) 2018 that on 01/11/2018, a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.